Event description:
It was reported that during a lap gastric band insertion procedure, while attempting to pull the band into the fully locked position, the force on the white tab was too high and it tore. The band was replaced and the procedure was completed normally with no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.